Manufacturer narrative:
D2b: pro code: fge, lit. G4: premarket / 510(k): k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified central vein. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during second inflation before reaching the rated burst pressure for 1 minute, the balloon burst. The device was withdrawn, and the procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
D2b: pro code: fge, lit. G4: premarket / 510(k): k141521, k141597. Device evaluated by MFR.: mustang balloon catheter was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured approximately 8mm in length and extended from a position 25mm distal of the proximal markerband to 4mm proximal of the distal markerband. Visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified central vein. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during second inflation before reaching the rated burst pressure for 1 minute, the balloon burst. The device was withdrawn, and the procedure was completed with another of the same device. No patient complications reported.